Event description:
It was reported that this pacemaker system exhibited undersensing of atrial fibrillation (af). Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.